Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that while implanting the corail femoral stem, the tip of the impactor stem insert shaft broke off and became lodged inside of the proximal hole of the corail implant. The tip remains in the implant. Surgical delay of 15 minutes.